Event description:
It was reported that the customer received motor error alarms on the insulin pump. The customer's blood glucose was reportedly normal. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.